Event description:
Terumo tr band applied to patient's right radial artery upon the completion of a left heart catheterization. Balloon of tr band spontaneously deflated, and the patient's artery bled. Rn quickly added 10cc of air to the tr band and proceeded to remove the faulty band for a merit band.